Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31588. It was reported that following a fall, the patient's leads migrated, high impedances were measured at the lead contacts, and the system could not enter into MRI mode. Migration was confirmed by x-ray imaging. As a result, surgery occurred to explant and replace one lead to address the issue. It is not known which lead was replaced, so both will be reported as such.